Event description:
It was reported "patient required insertion of a trilumen cvc catheter, and when the tissue dilator was inserted, it was bent and/or opened at its tip, preventing the insertion of the catheter. Dilator is removed and a monolumen catheter unit is requested in order to take the accessory to finish the trilumen insertion process. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis; the photo displayed fraying of the dilator tip. Thus, the complaint of a dilator tip damage was able to be confirmed by the photo. However, without the sample returned for analysis, a complete visual inspection could not be performed, and the potential root cause could not be determined. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed by visual inspection of the customer supplied photo. The image shows a dilator with apparent fraying/damage to the tip. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). UDI number: (B)(4).

Event description:
It was reported "patient required insertion of a trilumen cvc catheter, and when the tissue dilator was inserted, it was bent and/or opened at its tip, preventing the insertion of the catheter. Dilator is removed and a monolumen catheter unit is requested in order to take the accessory to finish the trilumen insertion process. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".